Event description:
Procedure: lower anterior resection. Reportedly, the device was hard to fire across the rectum and staples did not form properly at all. As a result the surgeon had to open the patient and took the staples out one by one.